Event description:
The customer reported that the unit had a red x, and that it was chirping and locking up.

Manufacturer narrative:
The customer reported that the unit had a red x, and that it was chirping and locking up. The unit was evaluated at philips, and the failure was verified. Replacement of the processor pca resolved this issue.